Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the device failed its incoming vxi test. It was rerun ten times and then all passed. Analysis also noted that the two bail covers were broken, the upper and lower case, ring cover, battery drawer o-ring and battery drawer were all contaminated, the battery contacts were compressed and the ring was bent. (B)(4).

Event description:
The external pulse generator was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.